Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the first set of threads are nicked and damaged. The root cause is attributed to misuse and heavy usage. Review of the as400 found this lot was placed into distribution on february 21, 2012. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Locking mechanism has been catching and is not able to spin without force. The teeth on the device seems to have the screw threads nicked up from normal wear and tear.